Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error message b30. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the no image with scope communication error message b30 is traced to component failure from moisture ingress in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced no image when plugged in during installation. There were no reports of patient involvement.